Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient reported to have undergone right total knee arthroplasty on an unknown date in (B)(6) 2011 and left total knee arthroplasty one week later. The patient alleges pain, inflammation and "tightness" in both joints and is seeking a second opinion from another surgeon. There has been no revision procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions¿ and ¿postoperative pain¿. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-07976 / 08700).

Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2011 and a total left knee arthroplasty on (B)(6) 2011. Subsequently, the patient alleges pain, inflammation and tightness in both joints. Additionally, the patient fell onto her knees on (B)(6) 2014. An examination took place that determined there was no evidence of implant complications or fracture. A small right knee effusion was reported on the patient's medical records. There have been no revision procedures reported to date.